Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Per the event description the main coil detached inside the microcatheter during repositioning. There were no anomalies noted to the device prior to use and appears to have been prepared per the dfu. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the coil embolization procedure of an unruptured aneurysm in the anterior communicating artery, a stent was implanted using the trans cell technique and a microcatheter was placed in the aneurysm. Embolization was started with the subject coil as the framing coil. For the repositioning of the subject coil to engage with the aneurysm, the delivery wire was retracted to pull the subject coil back to the microcatheter. While about two loops of the subject coil were out of the microcatheter, it was found that the subject coil was not seen under the fluoroscopy. When the delivery wire of the subject coil was pulled carefully, it was found that the subject coil was prematurely detached. The entire microcatheter was removed from the body, and the prematurely detached subject coil was removed out of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the coil embolization procedure of an unruptured aneurysm in the anterior communicating artery, a stent was implanted using the trans cell technique and a microcatheter was placed in the aneurysm. Embolization was started with the subject coil as the framing coil. For the repositioning of the subject coil to engage with the aneurysm, the delivery wire was retracted to pull the subject coil back to the microcatheter. While about two loops of the subject coil were out of the microcatheter, it was found that the subject coil was not seen under the fluoroscopy. When the delivery wire of the subject coil was pulled carefully, it was found that the subject coil was prematurely detached. The entire microcatheter was removed from the body, and the prematurely detached subject coil was removed out of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.